Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an online survey, a physician stated that they were not able to successfully remove the renal/ureteral stone while using an, expand stone basket (product code unknown), since the uretic stone was removed easily and the renal stone migrated to the lower pole calyx which could not be retrieved. Therefore, renal stones were left behind for the future eswl shockwave lithotripsy treatment.

Event description:
It was reported that in an online survey, a physician stated that they were not able to successfully remove the renal/ureteral stone while using an, expand stone basket (product code unknown), since the uretic stone was removed easily and the renal stone migrated to the lower pole calyx which could not be retrieved. Therefore, renal stones were left behind for the future eswl shockwave lithotripsy treatment.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "basket geometry". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.